Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt said the unit collected 550-575 cc of water, replacing unit under warranty. Auth also states there is a delay suctioning when unit is initially turned on, leaks ruined a special pillow, photo attached. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Tcm please send bio haz box.